Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported the string pulled out from a pessary during removal. She was able to manually remove the pessary. Multiple attempts have been made to obtain further information. No further information has been received.